Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
The physician placed the sheath up and over, accessing the left side. It was a steep bifurcation. The sheath kept buckling. However, the physician was able to get the sheath in good position. With the tight bifurcation the turbohawk was used. Upon getting to the distal sfa lesion, the device rotated on its own. The physician used the turbohawk, and upon attempting to withdraw the device the physician was not able to do so because of wire wrap from the spiderfx. He advanced the device distal in the sfa to unwrap the wire, and had some success in doing so. However, he still could not remove the device out of the sheath. The physician pulled the sheath into the access side and then pulled back the spiderfx and device together. The physician was then able to pull until the turbohawk caught on an iliac stent (placed within the past 30 days), and dislodged the stent into the external iliac /cfa. The stent was crimped and locked down on the turbohawk and sheared part of the distal tip off the turbohawk. The turbohawk was removed and the spider was still in the body. The physician was unable to pass anything through the dislodged stent. The patient was taken to surgery and had a bypass and did well. The patient returned to surgery the next day, (B)(6) 2015 to have the leg amputated due to clotting. The patient is stable. Please reference MDR 2183870-2015-00124 for the turbohawk.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).